Event description:
It was reported that unspecified bd infusion set had backflow issues. The following information was received by the initial reporter with the following verbatim: platelets were being transfused with the following tubing: blood component set 48" neo-natal with 170 microns filter. Appropriate clamps where in place (clamp to the bag was clamped). 45 minutes into platelet transfusion blood was being pulled into the tubing from patient all the way up into the platelet bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.